Event description:
While monitoring the pt through the device therapy cable, the device intermittently prompted connect electrodes. The pt was not resuscitated. The rptr stated that pt outcome was not affected by the reported discrepancy, due to a lack of pt viability.